Manufacturer narrative:
The sample have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4)

Event description:
The facility materials manager reported the trocar was noticeably tight while the surgeon was working with the laser in the periphery. The surgeon went to apply the laser spot treatment when the trocar allowed the laser probe to slip. The laser spot treatment was applied to the wrong area, per the surgeon's description. The pt is doing well.